Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited high capture threshold and the issue would be resolved with a lead revision. During procedure, while attempting to reposition the lead, the helix could not be extended. The procedure was completed with a new lead. The patient was stable.